Event description:
Pre reporter, "incident report was generated due to a procedure that was using the new ascope 3 system during a bronch case using a size 37 double lumen tube. The scope was inserted and functioned properly, but when the user tried pulling the scope out, it got stuck and was pulled apart in the tube." Reporter indicated that the bronchoscope in question was disposed of by accident. Reporter informed that he thinks the user used the wrong size scope for the procedure. The user grabbed the wrong size scope and inserted the adult scope through a size 37 double lumen tube. Patient condition not known, hospital do not want to share patient condition or other information related to the patient and incident. Same incident also reporter by risk manager of the hospital (B)(6) 2015: where it is noted that during the subsequently bronchoscopy confirmed that "nothing was left in patient."

Manufacturer narrative:
The doctor inserted an ascope 3 into a size 37 double lumen tube, the endoscope was trapped in the tube, and was torn apart while the doctor tried to pull out the endoscope. Please note, no information has been received on patient outcome. However as medical intervention, second bronchoscopy was performed, we have evaluated that this is a reportable event: use of incompatible devices, if the instructions for use had been adhered to, this event would have been unlikely to happen. We therefore conclude that use error contributed to the event.